Event description:
The customer received analyzer alarms and questionable results for multiple patient samples. The samples were repeated on another cobas c501 analyzer. Of the data provided for six patient samples, only the following results for four patient samples were discrepant. Patient 1 initial phosphate (inorganic) ver 2 (phosphorus) result was <0.3 mg/dl with a data flag. The sample repeated with an increased sample volume and the result was 1.0 mg/dl. The repeat result was 5.1 mg/dl. Patient 2 initial calcium gen 2 result was 10.4 mg/dl and the repeat result was 8.6 mg/dl. Patient 3 initial calcium result was 10.3 mg/dl and the repeat result was 8.5 mg/dl. Patient 4 was a male patient. The initial total protein gen 2 result was 5.7 g/dl and the repeat result was 4.6 g/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Corrected reports were sent. The patients were not adversely affected. The phosphorus reagent lot number was 69922901 with an expiration date of 08/31/2015. The calcium reagent lot number was 60135301 with an expiration date of 10/31/2015. The total protein reagent lot number was 60092101 with an expiration date of 09/30/2015. The customer found the reagent probe r2 was plugged with white debris. The customer changed the probe, ran a probe check, calibrated as needed and ran all qc which was within range. The customer was convinced the system was now operating within specification. The field service representative verified the probe was plugged causing the erratic results and verified the system was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.